Manufacturer narrative:
D10 concomitant medical product: sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36, (lot number: d4a3964y) sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36, (lot number: d4a3964y) sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36, (lot number: d4a3964y) sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36, (lot number: d4a3964y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the five sutures exhibited issues including suture material breaking when tensioned to remove kinks, and sutures detached from the needle when tensioned. The product was replaced to resolve the issue. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that five representative samples were evaluated. Light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functional testing on five representative samples: the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep mean and individual specifications. However, as one sample's result fell well below that of the others tested, further evaluation was precluded to preserve samples for engineering. It was reported that the suture material breaking when tensioned to remove kinks, sutures detaching from the needle. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.